Event description:
It was reported that the port was removed because a clot formed in the right ij vein that cause swelling and pain in the patient, and blocked off access to the port. The oncology nurses could not aspirate or flush the device because of the clot.

Manufacturer narrative:
One port, collar and lumen were returned for evaluation. The port lumen was examined and no defects were noted. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The lumen measured, and all measurements were within the dimensional specifications. We are unable to determine the cause or factors which may have contributed to this event. Biocompatibility testing was performed on the finished, sterile device in accordance with iso standards. All tests, including hemocompatibility, passed.